Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: the device was not returned for analysis, therefore a technical investigation could not be performed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of air embolism was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event due to the information provided that the irrigation bag was allowed to run dry during use.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the patient experienced an air embolism. During a procedure a patient experienced an air embolism. According to physicians' opinion this is linked to the pressurized bag attached to the ablation catheter having run out of fluid. No more information was provided. It's unknown if the device will return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the patient experienced an air embolism. During a procedure a patient experienced an air embolism. According to physicians' opinion this is linked to the pressurized bag attached to the ablation catheter having run out of fluid. No more information was provided. It's unknown if the device will return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the patient experienced an air embolism. During a procedure a patient experienced an air embolism. According to physicians' opinion this is linked to the pressurized bag attached to the ablation catheter having run out of fluid. No more information was provided. It's unknown if the device will return for laboratory analysis.